Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved-tip 30 stapler instrument was analyzed, and the reported issue with the instrument could not be replicated nor confirmed. A visual inspection displayed no signs of physical damage. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using a blue 30 endowrist reload. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument passed the recognition and engagement tests on three out of three attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument attached to and removed from the arm without any issues on multiple attempts. The instrument was fully functional with no problem detected. The sheath was analyzed and found to have damage. There was a torn piece missing measuring roughly 3.166" x 0.5170". The probable root cause based on failure analysis may be attributed to the observed damaged sheath, attributed to either sheath installation issues or damage during use. Tearing can be caused if the instrument is not completely straight when installing the sheath.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved-tip stapler instrument would not connect to universal surgical manipulator (usm) or the usm did not recognize the stapler. The procedure was completed with no reported injury.